Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. During the functional exam, when the cartridge was connected to a matching charging unit the steady green charging led would not illuminate. The reported complaint has been confirmed. Based on the lot number of the sample, the unit has passed the 18 month warranty expiration period. No corrective/preventative actions assigned.

Event description:
Customer complaint alleges that the device is reported to not be holding a charge. Alleged defect was detected during functional testing. There was no reported patient involvement.